Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement, off no power, a21 error, occlusion, prime/a33, no delivery test and verify a35 alarm, e70 alarm due to motor error alarm. Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.(B)(4)